Event description:
It was reported that routine post-procedural x-ray imaging was performed and dislodgment of the right atrial (ra) lead was observed. A revision procedure was performed and the ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.